Event description:
The facility reported that the resident was found lying on the floor of her bedroom. A pillow was put behind her head and a sling was put under her. The sling was attached to the hanger bar. About an inch off the floor, the clip on the sling broke and the resident fell to the floor. No injuries were reported and no treatment was administered. (B)(4).